Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. At first during the procedure, the device worked properly. Then in the middle of use, the device suddenly stopped. The surgeon reconnected the device and corrected the flabby cable, but the situation was the same. The surgeon detached the blade housing from the handle, and grasped the trigger, and then the surgeon observed that the cable gear rotated. The surgeon found the plastic area of the blade housing detached something like powder. The surgeon opined that the cause may have been the friction of the blade housing. The same device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.